Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the potassium results were discrepant and reported outside the laboratory. The initial result was 4.2 mmol/l and was reported out. The repeat result on the same analyzer was 3.7 mmol/l and on another cobas 6000 analyzer, the repeat result was 3.8 mmol/l. The customer stated the results were accompanied by a data flag. The repeat results were believed to be correct. The patient was not adversely affected. The potassium electrode lot number was h40 with an expiration date of 12/31/2014. The field service representative found a sticking fluid valve in the ise mechanism. He cleaned all ise pinch and fluid valves. He successfully calibrated the analyzer and ran controls.